Event description:
The pt reported no longer receiving benefit from the device. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery is scheduled for 2000. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.